Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion sets device issue event on (B)(6) 2026. The infusion sets showed difficulty cocking the spring into place, with a broken arm noted and the infusion set did not insert properly and coming out. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.